Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2011. 6947 implantable tachy lead: (B)(6) 2011.

Event description:
It was reported that device delivered a shock for atrial flutter with rapid ventricular response which the device labeled as a double tachycardia. The ventricular rate was not faster than the supra ventricular tachycardia limit. The first shock converted the flutter but the patient went into ventricular tachycardia (vt). The second shock successfully converted the vt into sinus rhythm. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.